Event description:
Noise was observed on the rv lead. Isometric testing could not reproduce the noise. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.